Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1a initial reporter: (B)(6). E1b event site name: (B)(6). H3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our accessories - 100925a0 - universal remote control. According to the customer allegation, the ir-code of remote control changed itself during the operation and the control could not be used. The malfunction resulted in approximately 30-minute delay in procedure until a replacement remote control was brought. In the meantime, the table was operated with the override panel. The surgery was completed as planned. The patient was under anesthesia and on a heart-lung machine when the issue occurred. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the delay in surgery resulting in prolonged anesthesia time, was to reoccur.

Manufacturer narrative:
Getinge became aware of an issue with one of our accessories - 100925a0 - universal remote control used with 116001a0 otesus or table column, stationary. According to the customer allegation, the ir-code of remote control changed itself during the operation and the control could not be used. The malfunction resulted in approximately a 30-minute delay in procedure until a replacement remote control was brought. In the meantime, the table was operated with the override panel. The surgery was completed as planned. The patient was under anesthesia and on a heart-lung machine when the issue occurred. The incident was initially assessed as reportable due to a delay in surgery resulting in prolonged anesthesia time. Recently, the incident has been reevaluated as according to the medical expert's assessment, the procedural delay did not have any major clinical relevance in this situation. The scenario described in the record is considered as non-reportable. It was established that the device failed to meet the manufacturer's specification. The device was being used for patient treatment when the malfunction occurred. The manufacturer initiated CAPA 2024-001 and fsca 2024-001. The correction of b5 describe event or problem, d1 brand name, d4 catalog #, d4 serial #, d4 unique identifier (UDI) #, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code ¿ explain and h6 component codes fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 30th november 2023 getinge became aware of an issue with one of our accessories - 100925a0 - universal remote control. According to the customer allegation, the ir-code of remote control changed itself during the operation and the control could not be used. The malfunction resulted in approximately 30-minute delay in procedure until a replacement remote control was brought. In the meantime, the table was operated with the override panel. The surgery was completed as planned. The patient was under anesthesia and on a heart-lung machine when the issue occurred. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the delay in surgery resulting in prolonged anesthesia time, was to reoccur. Corrected b5 describe event or problem: on 30th november 2023, getinge became aware of an issue with one of our accessories - 100925a0 - universal remote control used with 116001a0 otesus or table column, stationary. According to the customer allegation, the ir-code of remote control changed itself during the operation and the control could not be used. The malfunction resulted in approximately a 30-minute delay in procedure until a replacement remote control was brought. In the meantime, the table was operated with the override panel. The surgery was completed as planned. The patient was under anesthesia and on a heart-lung machine when the issue occurred. The incident was initially assessed as reportable due to a delay in surgery resulting in prolonged anesthesia time. Recently, the incident has been reevaluated as according to the medical expert's assessment, the procedural delay did not have any major clinical relevance in this situation. The scenario described in the record is considered as non-reportable. Previous d1 brand name: universal remote control. Corrected d1 brand name: universal remote device. Previous d4 catalog #: 100925a0. Corrected d4 catalog #: n/a. Previous d4 serial #: (B)(6). Corrected d4 serial #: (B)(6). Previous d4 unique identifier (UDI) #: n/a. Corrected d4 unique identifier (UDI) #: (B)(4). Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Previous h6 component codes:. Electrical and magnetic/transmitter//3141. Corrected h6 component codes:. Mechanical/controller//765. Electrical and magnetic/computer software//4707.

Event description:
On 30th november 2023, getinge became aware of an issue with one of our accessories - 100925a0 - universal remote control used with 116001a0 otesus or table column, stationary. According to the customer allegation, the ir-code of remote control changed itself during the operation and the control could not be used. The malfunction resulted in approximately a 30-minute delay in procedure until a replacement remote control was brought. In the meantime, the table was operated with the override panel. The surgery was completed as planned. The patient was under anesthesia and on a heart-lung machine when the issue occurred. The incident was initially assessed as reportable due to a delay in surgery resulting in prolonged anesthesia time. Recently, the incident has been reevaluated as according to the medical expert's assessment, the procedural delay did not have any major clinical relevance in this situation. The scenario described in the record is considered as non-reportable.